Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user's sister states her brother uses a trapeeze on his bed for assistance with positioning. She states he was pulling himself up in the bed and heard a loud crack. She now states the head board is wobbly.